Event description:
The reporter contacted animas on (B)(6) 2013 and stated the display screen was dim/faded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/20/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/26/2013 with the following findings:during testing, the display screen was found to be dim and discolored. A test screen was inserted and was found to function properly with no signs of discoloration. Unrelated to the complaint, evaluation revealed multiple cracks in the battery compartment. The battery compartment threads and cap threads were found to be intact; the battery cap was able to be fully tightened to the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.